Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('long lasting periods / bleed sometimes for two weeks') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy and fallopian tubes removal). Essure was removed. At the time of the report, the menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and menorrhagia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- abdominal pain lower and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('long lasting periods/bleed sometimes for two weeks') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy and fallopian tubes removal). At the time of the report, the menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and menorrhagia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-abdominal pain lower and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.